Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 2.5, reference: 3.0, mean: 2.75, confidence limits: 1.7 - 3.8. Date: (B)(6) 2010, inratio: 2.9, reference: 3.5, mean: 3.20, confidence limits: 1.9 - 4.6. Date: unknown, inratio: 3.5, reference: 3.8, mean: 3.65, confidence limits: 2.2 - 5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr results from (B)(6) 2011 and (B)(6) 2011 were excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2010, inratio: 2.5, lab: 3.0. Date: (B)(6) 2010, inratio: 2.9, lab: 3.5. Date: unknown, inratio: 3.5, lab: 3.8. Date: (B)(6) 2011, inratio: 3.0. Date: (B)(6) 2011, lab: 4.0. Patient was due for an angioplasty on (B)(6) 2011 and so coumadin was stopped on (B)(6) 2011. Following lab inr results on (B)(6) 2011, angioplasty procedure was canceled.